Manufacturer narrative:
D2: product code corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a user facility(uf) via manufacturer representative regarding devices used in micro endoscopic discect omy(med). It was reported that the device was gloomy and could not be seen, twisted. There was no patient involved in this event and no further complications/symptoms were reported. Additional information was received from the manufacturer representative that the device was already used.

Manufacturer narrative:
G2: country of origin - japan h3: product analysis - product:9560101, lotno:1159241r the requested phenomenon could not be confirmed during the servicing. Product will be returned as it is. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.